Manufacturer narrative:
Additional information has been provided in g.1., g.2., h.3., h.6. And h.10. One sample was received in the opened original packaging including cover foil. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturers acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. After cleaning it was found that the tubes are loose and block the forceps by activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgical procedure two micro forceps did not open. The forceps did come into contact with the patient. The case was completed using a new product. There was no harm to the patient.